Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. It was mentioned by the surgeon that the pt didn't follow his diet instruction which may be the cause of the constipation and very hard stool.

Event description:
Pt suffering of colon malignancy underwent laparoscopic sigmoidectomy. The anastomosis was performed using the colonring device. On pod 10 pt had anastomosis disruption. Explorative laparotomy and hartman procedure was conducted.